Manufacturer narrative:
An employee was maneuvering the loading car and one of the casters fell out of its mount causing the car to tip. The employee stopped the car from tipping over and in the process injured their wrist; the employee sought medical treatment. A steris service technician inspected the loading car and found that a screw had been inserted into the leg of the loading car to prevent the caster from falling out. The technician stated that this type of service activity was performed prior to his inspection by the user facility's biomedical technician. The technician stated that no loose casters were noted with the loading car. The technician returned to the loading car to service and no additional issues have been reported. The loading car subject of the reported event was manufactured in 2014 and is serviced and maintained by the user facility.

Event description:
The user facility reported that the wheels on their 48" loading car were not operating properly.